Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the fenestrated bipolar forceps (fbf) instrument's conductor wire insulation was damaged. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wire damage was identified after the reprocessing. When the instrument was last used during a procedure, it was inspected prior to use with no issue. The instrument did not collide with any other instrument or tool. The conductor wire insulation was damaged during the procedure. After the completion of the last procedure, the instrument was not inspected. There was no evidence of arcing of electrical energy. The procedure was completed robotically with no patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the fenestrated bipolar forceps (fbf) instrument. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has received the fbf instrument and completed their investigation. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# (B)(4). Associated with this event has been performed. The fenestrated bipolar forceps was last used on (B)(6)2022via system serial# (B)(4). There were 6 uses remaining after this last usage. No image or video was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Analysis information can be found in fields h6 and h10. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation at the distal end to be related to the customer reported complaint. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No sign of thermal damage was observed. The root cause of this failure was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.